Event description:
It was reported that the insulin gauge on the caller¿s pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. The caller did not load a new cartridge but reloaded the existing one, adjusting the fill estimate to show over 180 units, and decided to continue using the current cartridge while planning to follow up if necessary.